Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) migrated while the patient while the patient was playing golf. X-ray imaging was performed to confirm device migration. The s-ICD was subsequently repositioned and remains in service. No additional adverse patient effects were reported.